Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The site reported that the patient experienced a pneumothorax which required treatment with a chest tube following the procedure. The physician attributes the pneumothorax to two non-superdimension endoscopic tools used during the superdimension procedure and to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.